Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the forward trigger of the device would stay down and cause run on. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.